Event description:
It was reported that the customer had a sensor that had already been extracted. Customer called about a calibration error. Customer had differences between sensor glucose and blood glucose readings. Customer's blood glucose was 600 mg/dl and her sensor glucose was 40 mg/dl. Customer stated that they calibrate 2-4 times a day. Sensor will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.